Event description:
In 2009, the lay-user/patient contacted lifescan alleging a "testing in settings mode" issue with a one touch ultra 2 meter. The patient indicated that the alleged issue started two days prior, at 5 pm. At an unspecified time a day after the alleged issue began, the patient claimed that she developed symptoms of shakiness, sweating, and lightheadedness. At 7:30 am in the same month, the patient administered self-treatment by eating food and/or drinking a beverage. The alleged issue was resolved with troubleshooting/training. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the suspect product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.